Event description:
On (B)(6) 2011, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pre-implanted computed tomography angiography showed the aneurysm size was 68mm. On (B)(6) 2011, a follow-up exam showed the aneurysm size was 73mm. On (B)(6) 2012, an ultrasound showed the aneurysm size was 64mm. On (B)(6) 2012, the patient was hospitalized due to an endoleak. On an unknown date in (B)(6)2012, the patient underwent a reintervention and a 28mm aortic cuff was implanted. Also, the patient underwent an embolization procedure using onyx glue to fix an endoleak from ilio lumbar artery. Both type I and type ii endoleaks were fixed. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Also was implanted (B)(4). The date of the reintervention is unknown, the date of hospitalization (B)(6) 2012 will be used as a date of event.